Manufacturer narrative:
Product ID 39565-30, serial# (B)(4), implanted: 2008 (B)(6), product type lead, product ID 37752, serial# (B)(4), implanted: 2008 (B)(6), product type recharger, product ID 37743, serial# (B)(4), implanted: 2008 (B)(6), product type programmer, patient product ID 3708140, serial# (B)(4), implanted: 2008 (B)(6), product type extension, product ID 3708140, serial# (B)(4), implanted: 2008 (B)(6), product type extension. (B)(4).

Event description:
It was reported that a device overdischarge was suspected. It was stated that the last successful recharge session was 2-6 months ago. It was recommended that a physician mode recharge (pmr) cycle be performed. It was noted that after 1 pmr cycle, the implantable neurostimulator recharger (insr) showed a "reposition antenna" screen. The patient was sent home to complete the pmr cycle. An appointment was scheduled, for the week of (B)(6) 2012, for the manufacturer representative to complete the process with the health care provider and the patient. Additional information received in the middle of (B)(6) 2012 reported that the physician decided to replace the patient's device. It was stated that therapy worked "well." Any additional information received will be included in a supplemental report.